Event description:
Reporter states customer was unresponsive with blood glucose results of 71 mg/dl, 86 mg/dl and 87 mg/dl obtained on the advantage system. Paramedics arrived, and customer's blood glucose result 5 minutes after the result of 87 mg/dl was 24 mg/dl obtained on paramedic's meter; customer was treated with an injection (contents unknown), and symptoms improved. Customer was using expired test strips (per product labeling, it is advised to discard test strips past the "use by" date). Requested return of suspect device and replacement was sent.